Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc). The home patient (hp) stated she had fallen and became disconnected before the alarm occurred. She had cycled power to se 2367 and the baxter technical service representative (tsr) had the hp cycle to press go to start. The tsr had the hp remove the cassette. The tsr assisted the hp to clear the alarm and advised them to contact the nurse. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The cause is use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.